Event description:
Patient in for vascular embolization of a large unruptured aneurysm of the cavernous segment of the right ica (internal carotid artery) and a small unruptured segment of the cavernous segment of the left ica. During the procedure, the device did not deploy properly. Team not sure if it was due to patient anatomy or a device issue. As a result, another device was used, and it properly deployed. The field representative was present during the procedure and took the device back with him for further investigation. The procedure was completed and there was no harm to the patient.